Event description:
The customer reported that the subtraction mode was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software were installed during the service call. The system was tested and found to be working as intended and put back into service.